Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 03/18/2017 that on (B)(6) 2017, there was a loss of connection between the transmitter and the receiver. No additional patient or event information is available. No product or data was provided for evaluation. The reported loss of connection could not be confirmed. A root cause cannot be determined.